Event description:
The clinician reports, that the implant was inserted (B)(6)2010 in fdi 11 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. On (B)(6)2018, loss of osseointegration of the implant was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis and fistula. No further patient complications were re

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: fair hygiene around implant, ridge augmentation, peri-implantitis.